Event description:
It was reported that the 9900 system would not transfer images to pacs. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The isolated interface board was replaced during the svc call. The system was tested, and found to be working as intended, and put back into svc.